Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00560. Per the (B)(6), he ordered a replacement level sensor six weeks ago for this issue, and still has not received a replacement.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the face on yellow level sensor was deteriorating (and not working). The device was not changed out, as they used the sensor as is. They do not have a back-up sensor and relied on the other sensor. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative replaced the yellow level alert sensor and verified operation of new sensor. The device operated to the manufacturer's specification.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the level sensor to have an area that appears to be delaminated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.